Event description:
Per the clinic, the patient experienced an abscess (mrsa infection) at the implant site that was treated with oral antibiotics. The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on january 30, 2023